Event description:
A malfunction was reported on the pump, with the customer taking a picture of the malfunction code and turning the pump off after receiving the code. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted in turning the pump back on and completing the necessary steps for a pump reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.